Event description:
On (B)(6) 2013, the patient was diagnosed with streptococcus viridans (endocarditis) and was observed with aortic valve deterioration and vegetation. The same day, a 23mm trifecta valve was implanted. On an unknown date, the patient had three high fever events secondary to pneumonia. On (B)(6) 2018, the five year old 23mm trifecta valve was explanted after aortic valve endocarditis and severe aortic regurgitation were observed. An on-x conduit valve was implanted. Echo reports state the patient had aortic valve dysfunction, heart failure level iii-IV, ejection of 61%, left ventricular diameter of 59mm and an ascending aorta aneurysm.

Manufacturer narrative:
An event of endocarditis was reported. Morphological and histopathological examination revealed all three leaflets were torn. Calcification was present throughout the tissue of all three leaflets. Some of the tears were associated with calcifications. All three leaflets were fibrotically thickened. Circumferential fibrous pannus ingrowth on both the inflow and outflow surfaces was observed on leaflet 1. No inflammation was found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown; however, calcification is a known issue with tissue valves, and information from the field indicated that the valve had been implanted for 5 years.

Event description:
On (B)(6) 2013, a 23mm trifecta valve was implanted. On (B)(6) 2018, the five year old 23mm trifecta valve was explanted because the physician believed the patient had endocarditis. An on-x conduit valve was implanted. Additional information has been requested.